Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. It was reported the patient was not hospitalized for the peritonitis event. The patient was treated with injection vancomycin (1 gram every fifth day, route not reported), intraperitoneal (ip) injection fortum (1 gram each bag per day) and ip injection heparin (per bags) for the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. Three days after the peritonitis event, it was reported the patient passed away. The cause of death was reported as covid-19. It was not reported if an autopsy was performed. The patient was recovering from the peritonitis event at the time of death. It was reported pd therapy was ongoing prior to and at the time of death. No additional information is available.